Event description:
This patient received inappropriate shocks due to noise on this rv and the ra lead. The leads remain implanted at this time. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.